Event description:
Both components were placed, then there was a persistent leak at the distal end, that would not stop. They tried to re-balloon but this did not resolve the issue. They resolved the issue by relining the fenestrated graft using a 28mm (another manufacturer) graft instead. (Another manufacturer) graft placement was an additional procedure, and they placed two additional limbs with the graft as well.) The plan for follow up is to do a cta.